Manufacturer narrative:
Concomitant medical product: d314drg ICD, implanted: (B)(6) 2013. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity alert for short v-v, and the sensing integrity count. It was also reported the lead displayed a fluctuating impedance trend and it was possibly fractured. The lead was removed, replaced, and no patient complications have been reported as a result of this event.